Manufacturer narrative:
E: (B)(6) japan.

Event description:
Philips received a complaint on the v60 ventilator indicating that the device would not stay in standby mode. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The customer stated that when they put the device into standby mode, it would change itself back to ventilation mode after some time. The issue was observed during a periodic device check while not in use. The device was observed to have otherwise continued to operate as intended when the issue occurred. The customer requested a repair estimate be provided. This investigation is ongoing. The device was evaluated by an authorized service provider (asp) at a repair center on 28 may 2025 and confirmed the alleged standby mode issue. The asp determined that the flow sensor assembly (fsa) needed to be replaced. The customer was provided with a quote for the part replacement and service. The investigation is ongoing.

Manufacturer narrative:
Philips received a complaint on the v60 ventilator indicating that the device would not stay in standby mode. The customer stated that when they put the device into standby mode, it would change itself back to ventilation mode after some time. The issue was observed during a periodic device check while not in use. The device was observed to have otherwise continued to operate as intended when the issue occurred. The customer requested a repair estimate be provided. The device was evaluated by an authorized service provider (asp) at a repair center on 28may2025 and confirmed the alleged standby mode issue. The asp determined that the flow sensor assembly (fsa) needed to be replaced. The customer was provided with a quote for the part replacement and service. On 17jun2025, the asp confirmed the standby issue. The air flow accuracy test result was found to be outside of the acceptable range. When set to 0 slpm, with the acceptable range being -1.0 slpm to 1.0 slpm, it was at a value of -1/7 slpm. A flow sensor calibration was performed, but the issue did not resolve. The asp replaced the fsa and the issue was resolved. Following the part replacement, the asp completed a cleaning, running test, and function test. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.